Manufacturer narrative:
(B)(4). One unit of manta, sheath and dilator were returned. Blood particulates were noted on the unit. Lever of the manta was not engaged. Kink was observed on the lumen. The button valve was severely torn, damaged and displaced from its original position. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an tavr procedure, a 18f manta was planned for closure. The patient weighed 124 pounds with a bmi of 15.18. The manta instructions for use warns do not use manta in patients having marked cachexia (bmi <20 kg/m2). No issues were encountered advancing or withdrawing the procedural sheaths. While attempting to insert the bypass tube through the hemostatic valve of the manta sheath, the physician encountered resistance attempting to advance the bypass tube into the sheath hub and unable to advance the manta device through the hemostatic valve. A second 18f manta device was deployed, completing the procedure. The patient did not experience any harm or consequence from this event. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
It was reported that: unable to advance manta into valve in manta sheath. Opened another manta and it was fine. Patient is reported as fine. Additional information has been requested from the account.

Manufacturer narrative:
Qn#(B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: unable to advance manta into valve in manta sheath. Opened another manta and it was fine. Patient is reported as fine. Additional information has been requested from the account.